Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
The customer's pump shutdown at 30% battery life and displayed a notification that the pump had been reset. There was no issue to the customer's blood glucose levels.